Manufacturer narrative:
A stryker technical support representative contacted the customer and advised to wait at least 5 seconds after the device is turned on to do the user test. The customer informed that device works as intended after providing 5 seconds for the user test to pass. The device was not returned to stryker for evaluation. The reported issue could not be duplicated or verified. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There was no patient use associated with the reported event.